Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The mildly calcified lesion was located in a severely tortuous left main (lm). After predilation, the physician attempted to reach the lesion with a taxus express2 3.5 x 8 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged inside the kinked guide catheter. The taxus stent was removed without any complications. The procedure was successfully completed with another taxus drug eluting stent. No injury or patient complication was reported. Patient status is reported to be "very well".